Event description:
As reported by the user facility: reports a technician at ei camino hospital in mountain view, ca reported "was using a transfer device distributed by (B)(4) to transfer either saline or isovue 370 from a bottle to a syringe. The reporter did not know which solution was being transferred. The facility uses a medrad injector system. During the transfer, the blue stopcock in the transfer device blew off and hit the technician just below the eyebrow and splashed her with solution. The technician's eyes were flushed with water, and she was taken to the emergency room, and was seen by an ophthalmologist. She had redness and swelling to the area below the eyebrow. She was prescribed prednisone eye drops by the ophthalmologist. The reporter was not sure but thought the technician 'may have had a scratched retina.' The reporter stated the technician's eye was not 'cut.' The reporter did not know the specific (B)(4) transfer device which was used but knew it was from (B)(4). An arrangement was made to call the reporter back for additional information. On (B)(4) 2009, the reporter was contacted and provided additional information. The solution transfer device is (B)(4) list number 001500, a disposable solution transfer device. The specific transfer device used was not kept and is not available. The reporter cannot determine the lot number of the device used. The technician did not come to work the day following the event, but did come to work the next day. The reporter knows the redness and swelling are improved and does still not know what eye injury the technician may have experienced. The reporter still does not know what solution was being transferred at the time of the event or what solution splashed the technician. The protocol used at the facility for using transfer devices is to insert the spike located at one end of the transfer device tubing into the stopper of the bottle of solution and attach the connector at the other end of the transfer device tubing to the syringe which is to be loaded with solution. The auto load button is then pressed." Additional information provided by (B)(4) indicated at this time follow-up with their reporting facility indicated the technician has recovered from the incident. No further information was made available at this time. The reported lot # 60996351 is only a possible lot number, obtained from (B)(4)'s shipping department. The facility does not know the exact lot number that was used. The sample was discarded and is not available for evaluation. The product 7b2940 labeled solution transfer device is distributed by (B)(4). (B)(4) list number 0051-10. It was also reported, (B)(4) has filed MDR us-00025-md for the drug isovue.

Manufacturer narrative:
The actual device in the reported incident or the mating device was not made available to the manufacturer to be evaluated. Without the sample a thorough investigation could not be performed. The house retain samples for the reported lot were pulled for evaluation. No visual manufacturing defects were noted. The handle on the stopcock assembly turned freely and the handle was noted to be fully seated in the stopcock body. The handles on the stopcocks were completely molded and not damaged. The female luer taper of the stopcocks were tested to iso 594/1, 594/2 standards and were found acceptable. The house retain samples were then functionally pressure tested and occlusion tested to specification, and all samples were found acceptable. Additional pressure testing was done on the stopcock assemblies on the sets. The stopcocks were pressure tested to 80 psi water for 10 seconds. No leaks were observed and the stopcock assemblies remained tightly seated in the stopcock body. All applicable joints on the set were pull tested per specification and found acceptable. There are no other reports of this nature against the reported catalog number or reported lot number. The product 7b2940, solution transfer device is labeled as distributed by (B)(4). (B)(4)'s list number is 0051-10. It was also reported bracco has filed a drug report # us-(B)(4)-003823 with the FDA for the drug isovue.